Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.5x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the 5th strut from the proximal end was lifted on one side and pulled distally. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopical examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  B)(4).

Event description:
Reportable based on device analysis completed on 13-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.50 x 28mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.